Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that during anesthesia the automatic ventilation of the primus has stopped immediately. It was displayed on the monitor: "ventilator failure- only manual ventilation possible". After primary manual ventilation the procedure was continued using a replacement device. No patient injury reported.

Event description:
Please refer to initial MFR. Report #9611500-2018-00251.

Manufacturer narrative:
The ventilator motor has been replaced and was returned for evaluation. The unit was assembled into the periphery of a lab device and subject to several tests. The motor could start up operation normally but it was determined that there are some positions where the contact between collector and carbon brushes was disrupted due to wear and tear. This will lead to fluctuations in rotation speed and in consequence to deviations detected by the piston position supervisor system. The device is designed to shut down automatic ventilation to prevent from serious damages and to post a corresponding alarm. Monitoring functionality as well as gas dosage remains unaffected. The evaluation of the log file confirms this expertise: two encoder check errors have subsequently occurred during automatic ventilation several hours after start of the affected procedure. The workstation was used in manual ventilation mode for another 8 minutes before it was set to standby. The motor is designed for a lifetime of 10 years. The particular unit is 9 years old. Due to missing information about the operational hours of the entire system that went by, it cannot be determined if the motor lasted for more or less than the 13.000 hours laid down in the calculation model. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The user was obviously able to continue the procedure in manual ventilation as intended until a replacement device was made available; no patient consequences have occurred. The repair exchange of the motor has put back the device into a fully operable state.